Manufacturer narrative:
The quattro catheter associated with this complaint was not returned for evaluation. The product was disposed by the customer. Since the device was not returned, an investigation could not be performed and a root cause could not be determined.

Event description:
During ivtm therapy, the user observed that the patient's temperature was not cooling to the set target temperature. The user observed that the roller pump was rotating and the pinwheel of the suk was not rotating. Following this, the user performed troubleshooting by putting the ivtm console on stand by and luer lock the suk to it's in/out ports. Upon running the console, the pinwheel of the suk rotated. The user attempted to draw fluid from the in and out luer lock of the quattro catheter, however the user was unable to draw fluid from it. The user was able to flush the proximal and medial lines, however the distal line was unable to flush due to tissue plasminogen activator (tpa) was used. The quattro catheter was replaced and continued ivtm therapy. The user disposed the removed quattro catheter. No consequences or impact to patient.